Event description:
The event is reported as: per medwatch report: during cardiothoracic surgery, the hole puncher became stuck inside the patient and would not open. Per the surgeon, "we tried to get a sterile flat head screw driver to disassemble the device, but we could not find one. We tried using periosteal elevators to unscrew the device but those did not work. We had no other recourse but to cut that part of the rib out." Subsequent hole puncher was brought up to surgery to complete procedure/operation. "After surgery, unable to determine which hole punch (pilling or codman) was the suspect device, and sent both devices to their respective manufacturer for evaluation." "Two punches were used during the surgery and staff was not sure which punch caused the alleged issue. The condition of the patient is not known at this time."

Manufacturer narrative:
Sample received by manufacturer, but investigation is incomplete at time of this report. A follow-up report will be sent when investigation is completed.